Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient¿s lead was found dislodged. Event confirmed via fluoroscopy. Evidence suggests that patient experienced twiddler's syndrome. Surgical intervention and intravenous antibiotics were needed to resolve the issue. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.